Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010 and suture was used. After the last suture had been placed and tied, the surgeon place the needle in the needleholder close to the tip of the needle. The needle was then seen to have lost the tip. Despite the skin being washed and the drapes examined, the tip was not found. The pt was x-rayed but nothing was found.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.